Event description:
It was reported via repair work order that the brakes won't engage/won't hold due to torn worn brake cams and brake rings. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.